Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total maintenance service and checked cuvette temperature for accuracy and calibrated it. The cse performed alignments of reagent probe 1 (r1), reagent probe 2 (r2), reagent probe 3 (r3), sample probe and heterogeneous module pump (hm). The cse repositioned r2 drain and cuvette, and ensured r2 tubing was correctly placed. The cse calibrated r3 drain. The cse ran system check, which passed. The cse ran quality controls (qc) for total bilirubin (tbil) / direct bilirubin (dbil), resulting within specifications. Then the cse ran problem patient samples and the results were below the assay range. At the follow up visit the following day, the cse fixed the tbil low range issue by performing preventive maintenance on the instrument, after which the customer indicated tbil was in range post calibration and qc. The cause of the discordant, falsely low tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated on an alternate dimension exl instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.